Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent unspecified alarms. Subsequently, the customer experienced diabetic ketoacidosis and was admitted to the hospital. No additional patient or event information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.